Event description:
It was reported that during an unknown procedure, the device staple driver came off before using. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that three ecr60d cartridges were received without a device. The cartridge was noted to have 3 drivers missing; however, the staples were present on the cartridge pockets. In addition two drivers were received taped to the cartridge package. The cartridge was loaded into a test device and it was fired, the device fired, cut and formed the staples as intended; however, there were staples missing along the staple line due to the missing drivers. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.